Manufacturer narrative:
No radiographs or images were provided, confirming the event. Device was evaluated and no fault was found. Device met specifications. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, patient compliance with postoperative care instructions, or if the patient sustained a fall/impact of any sort. Root cause of specific failure mode cannot be determined.

Event description:
On (B)(6) 2019, patient underwent a one level acdf at c5-c6. Reportedly during routine follow up on (B)(6) 2019, radiographs depicted the left c5 bone screw had backed out. On (B)(6) 2019, revision surgery was performed and anterior hardware was removed and another plate was implanted. Patient was asymptomatic at the time of the event and post- revision.